Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer experienced high blood glucose. Customer's blood glucose was between 600mg/dl-700mg/dl; treated with pump. Assisted customer with performing high pressure test and device alarmed no delivery. The customer was advised to change entire set, reservoir and insulin. The customer stated she over ate and didn't treat herself, that might be the reason why she went high.